Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s pdrn. This patient utilizes both the liberty select cycler and continuous cyclic peritoneal dialysis (ccpd/manual) exchanges as he travels between his home in (B)(6) and his wife¿s home in (B)(6). The patient completes treatment on the cycler while in (B)(6) and manuals while traveling to (B)(6). On (B)(6) 2024, the patient contacted the pdrn from (B)(6). He had just started a manual exchange after arriving in (B)(6) and was in exquisite pain (location not provided by patient). The patient had denied constipation. The patient did not respond when asked if the pd effluent was cloudy, but said the pain was subsiding. The pdrn advised the patient that if the pain worsened to go to the emergency room (ER). On (B)(6) 2024, the patient went to the ER. The patient was admitted and underwent magnetic resonance imaging (MRI) for suspected peritonitis. The patient¿s white blood cell count was 40,000 (unknown units) and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics (drug, dose, route, frequency, and duration unknown). The patient¿s pd culture was positive for pseudomonas (species not provided). On (B)(6) 2024 the nephrologist contacted the pdrn to inquire about the patient¿s pd catheter (not a fresenius product) placement surgery. The pdrn stated the patient had many adhesions at the time of the pd catheter placement. On (B)(6) 2024 the patient reported that he had adipose tissue from the abdomen removed. Additionally, the patient¿s pd catheter was surgically checked prior to the patient¿s next dialysis treatment. The nephrologist wanted the patient to remain in virginia for 10 days until the antibiotics are completed. The patient remains hospitalized. The cause of the peritonitis was not confirmed. The patient denies any breach in aseptic technique; however, the pdrn stated this patient is not compliant with care of the exit site and self-care. The patient had just initiated the very first capd exchange of his travels when the symptoms of pain began, so the pdrn stated most likely the patient was utilizing the liberty select cycler at the time of infection.